Manufacturer narrative:
Postal code (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who was undergoing treatment using a prismaflex machine. While the patient was connected to the device it was noted that the heparin line was clamped. The syringe was meant to be running at 4 ml/hr, and the machine failed to alarm. The heparin syringe was filled with normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.